Event description:
The cord is tearing away and/or separating below the clamp, making the baby bleed. They have to apply silver nitrate, tie with cord tie, and take off the clamp.

Manufacturer narrative:
Describe event or problem: the cord is tearing away and / or separating below the clamp, making the baby bleed. They have to apply silver nitrate, tie with cord tie, and take off the clamp. (B)(4) the reported sample has not been returned to (B)(4) at this time. The investigation into the root cause is in process.